Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient had a loss of therapy on (B)(6) 2018. It was reported the physician wanted to confirm no overdischarges or discharges had occurred and wanted to know the reason for therapy being off. The call was transferred over to mobility to get the log and session reports. It was reported the patient used the antenna locate feature, recharged 2x and at one time it was over 4 hours. No further complications were reported or anticipated. Additional information was received from the consumer via the rep stating the rep met with the patient and they tried to use the stim on/off buttons on the insr but they were not enabled. It was confirmed the patient/patient's mother did not know the antenna locate function had never but the insr into that mode. The caller indicated the ins turned off just one time. They received an email from the hcp that indicated they thought they had turned the ins on in july but said it "didn't take" with a picture of the 8840 usage data showing no usage for the month of july. The caller assumed that because of this information the patient's ins may have actually been off since july until (B)(6) 2018 when it was turned back on and interrogated with the tablet. The cause of the loss of therapy/therapy being off was not determined. The issue had not been resolved at the time of the report. The caller mentioned the patient had dystonia and was not very verbal. Tech services reviewed they would follow-up with engineering regarding the status of the log files.